Event description:
A customer called and indicated that the mid section along with the upper section of all segments are missing. A request was made to return the system for eval. In the meantime a replacement unit is being provided.